Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that condensation on the screen. Not able to read the display screen clearly. Hear unusual noise different from the normal rewind noise. Unexplained no delivery alarms error had continued to occur after a site change. Insulin pump rewind slower than it had in the past. Insulin pump had locked up and become non responsive no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.